Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited farfield oversensing on the atrial channel. Technical services (ts) recommended programming options, which the health care professional (hcp) implemented. It was noted that the patient with this crt-d experienced pacemaker mediated tachycardia (pmt). No adverse patient effects were reported. This crt-d remains in service.